Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("hemorrhaging so severe sleeping every hour on a toilet, changing super pads and tampons, some nights blood through the bed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. I was a fit, healthy, young mom who just had a normal life before this. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), post procedural haemorrhage ("just a little bit of bleeding afterwards") and pelvic pain ("severe pain"). Essure . The reporter considered genital haemorrhage, pelvic pain and post procedural haemorrhage to be related to essure administration. The reporter commented: report in (B)(6), australia, (B)(6) 2023: presenter: the coil is a tiny metal device that's inserted into the fallopian tubes. It's designed to create permanent scarring that prevents eggs from reaching the uterus. Had you been given any warning about potential side effects or things that you may be should be looking out for with this treatment? Speaker a: just a little bit of bleeding afterwards. My worst nightmare: I couldn't leave the house, the hemorrhaging and the pain were so severe that I was sleeping every hour on a toilet, changing super pads and tampons. There were nights where you'd wake up, where there was blood through the bed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("hemorrhaging so severe sleeping every hour on a toilet, changing super pads and tampons, some nights blood through the bed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. I was a fit, healthy, young mom who just had a normal life before this. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), post procedural haemorrhage ("just a little bit of bleeding afterwards") and pelvic pain ("severe pain"). The reporter considered genital haemorrhage, pelvic pain and post procedural haemorrhage to be related to essure administration. The reporter commented: report in nine central west, nine news channel 10, australia, 28-apr-2023: presenter: the coil is a tiny metal device that's inserted into the fallopian tubes. It's designed to create permanent scarring that prevents eggs from reaching the uterus. Had you been given any warning about potential side effects or things that you may be should be looking out for with this treatment? Speaker a: just a little bit of bleeding afterwards. My worst nightmare: I couldn't leave the house, the hemorrhaging and the pain were so severe that I was sleeping every hour on a toilet, changing super pads and tampons. There were nights where you'd wake up, where there was blood through the bed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.